Manufacturer narrative:
Medtronic ers evaluated the device and observed proper operation during functional and performance testing. During device evaluation it was noted the therapy cable had a deep cut in the outside shielding; the therapy connector and therapy cable were replaced as a preventive measure. The defibrillation electrodes had been discarded and were unavailable for evaluation. Root cause for the reported event was not determined.

Event description:
Medics attempted to shock a very cold male, ECG electrodes and defibrillation electrodes were attached to the patient. The device operator selected 200 joules defibrillation energy, the device indicated manual mode connect electrodes. The cable connection to the device for both ECG and therapy was inspected. The connection of thecables to the electrodes was verified. The electrodes were inspected; as reported; the electrodes were placed through the patient's hair and appeared to be securely adhered to the skin. The patient had become asystolic, a second attempt was made to defibrillate the patient, the device again indicated connect electrodes. CPR was started and the patient was transported. The patient was not resuscitated. Medtronic ers clinical staff reviewed the electronic patient event record and determined the reported malfunction did not contribute to the patient's outcome.